Event description:
It was reported that the t:lock/luer was damaged, causing the cartridge to be unusable. The customer's blood glucose was 93 mg/dl. The customer changed the cartridge and resumed insulin delivery.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.